Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A few days after use of the mynxgrip, the patient complained of leg pain (leg ischemia) and a radial approach angiogram revealed a completely occluded right common femoral artery (cfa) and the presence of thrombus. The patient was referred to a vascular surgeon who performed surgical thrombectomy and removed sealant from the mynx grip that was deployed intravascularly. The patient was receiving an iliac stent via a contralateral femoral approach of the right groin. A 7fr, 10cm sheath was inserted without incident and the stent was implanted after anticoagulants were administered. The right cfa appeared to be 5-6mm in diameter with a notable calcified stenosis approx. 10mm proximal of the arteriotomy. A mynx grip 6/7f device was used to achieve hemostasis and was deployed in accordance with the instruction for use (IFU). The patient complained of leg pain in the days following and an angiogram was ordered.

Manufacturer narrative:
A few days after use of the mynxgrip, the patient complained of leg pain and a radial artery approach angiogram revealed a completely occluded right common femoral artery (cfa) and the presence of thrombus. The patient was referred to a vascular surgeon who performed surgical thrombectomy and removed sealant from the mynx grip that was deployed intravascularly. The patient was receiving an iliac stent via a contralateral femoral approach of the right groin. A 7fr, 10cm sheath was inserted without incident and the stent was implanted after anticoagulants were administered. The right cfa appeared to be 5-6mm in diameter with a notable calcified stenosis approx. 10mm proximal of the arteriotomy. A mynx grip 6/7f device was used to achieve hemostasis and was deployed in accordance with the instruction for use (IFU). The patient complained of leg pain in the days following and an angiogram was ordered. No other information was provided. The device was not available to be returned for analysis. A device history record (DHR) review of lot f1815602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment (intravascular)¿ could not be confirmed without return of the product for analysis or procedural images. The exact cause of the occlusion experienced could not be conclusively determined. A femoral artery thrombosis occurring after a peripheral intervention is a known potential complication and is listed in the mynxgrip IFU as such. A thrombosis can be caused by dislodged thrombus embolizing, or it can be caused by the sealant being deployed intravascularly, either partially or completely, and a thrombus developing at the deployed area. Femoral artery thrombosis would most likely require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information provided, it is possible that vessel characteristics (notable calcified stenosis approx.. 10mm from arteriotomy) may have contributed to the reported intravascular deployment and femoral artery thrombosis experienced since pvd/calcium at the vicinity of the arteriotomy may prevent proper placement of the sealant. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/ vein. Neither the DHR review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.